Event description:
Patient took his own life on (B)(6) 2024.

Manufacturer narrative:
Additional information provided by the healthcare professional: "1. Event description: patient took his own life on (B)(6) 2024. 2. Date of incident: the specific date on which the suicide occurred, to the extent that this information is available. 3. Date of awareness (healthcare professional): (B)(6) 2024. 4. Source of report: (B)(6) called the patient for a scheduled progress check in. His spouse answered the phone and let us know that the patient had taken his life. 5. Patient information: (B)(6), (B)(6) 1956, (B)(6). 6.device's involvement: there were no malfunctions or failures of the device. The only involvement is that the patient came to us seeking lenire tinnitus treatment and was fit and began treatment with the device. He was seen for a comprehensive tinnitus evaluation and fit with lenire on (B)(6) 2024. Chart note from telephone check in on (B)(6)2024: lenire 2 week check in: patient reported that he's been doing his treatments twice a day - once in the am and once in the pm. He reported he's noticed a spike in the tinnitus after the morning session, and it lasts about 30 mins. He said that recently he's turned a corner in sleep and it's starting to improve. Patient has very realistic expectations and will continue treatment. Return to clnic in 1 month for in-person visit".